Event description:
Update: 3/14/2014- decontamination report received. No dor provided. Product and lot numbers provided for femoral head. There is no new additional information that would affect the investigation.

Event description:
Litigation alleges that patients hip implant has started to fail and patient has been required to undergo medical procedures to diagnose the failure. Additionally, it is alleged that the level of cobalt and chromium in patients body has risen to a toxic level.

Manufacturer narrative:
(B)(4). Depuy still considers this investigation closed at this time.

Event description:
Update 03/28/2016 medical records received. Medical records reviewed for MDR reportability. Revision surgical report noted that the hip had no metallosis, no significant fluid or pus, and was essentially a normal appearing hip. There were no lab results for allegation of elevated ions. Part/lot updated for cup and stem and taper sleeve added for elevated metal ions allegation. The complaint was updated on: apr 15, 2016.

Manufacturer narrative:
(B)(4). The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. Wwcapa (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers the investigation closed.